Manufacturer narrative:
(B)(4). The device was received with no apparent damage. It was connected to a generator, evaluated with a test instrument and the hand activation feature was non-functional. However, it worked properly with foot switch assembly. The instrument was disassembled to perform an internal electrical test that revealed a hand activation open circuit condition at the cable level, affecting the functionality of the handpiece. In addition, the moisture indicator was positive. The handpiece has a number of seals to prevent fluids from entering the housing. "Positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The primary path of ingress is the distal seal; this may be caused by a reduction of the compressive force on the distal seal. However no definitive root cause could be drawn. It is probable that the ingress of moisture affected handpiece functionality. No conclusion could be reached as to what caused the hand activation failure. The batch history record was reviewed and no protocols or ncrs related to the complaint were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic colon procedure, the error message replace instrument occurred. They tried with test tip and the test was ok. However, when assembled with instrument the same message came up again. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.